Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the outer flange of the device was disconnected from the outer cannula and they were unable to reattach this. There was a safety hazard for the vented patient and they had to take the patient to operating room to replace the device. There was no patient death.

Manufacturer narrative:
Evaluation summary: the sample associated to this report was received and the reported customer fault could not be confirmed as manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.